Event description:
It was reported that the patient with this implanted neurostimulator (ins) fell on their back hitting the implant site. Since the fall, the patient experience stimulation in their hip instead of vaginally like they did prior to the fall. The patient was assisted in decreasing stimulation and advised it to turn down or off if it became painful or bothersome. The neurostimulator was noted to have turned slightly to the side, but the patient had no complaints about ins site pain. The programs and thresholds were retested, and the patient was placed on a new program. The patient noted their symptoms became worse when turning their stimulation back on after an MRI, but not worse than baseline. The patient was reprogrammed again; however, turned the stimulation off as their symptoms were not doing well again. The patient was advised they could try turning the stimulation back on in addition to meeting in the clinic for a lateral x-ray. The patient was seen in the clinic for evaluation of the device due to leg stimulation despite multiple programming changes. Per lateral view of the x-ray, it appears the lead shifted. Additionally, the patient had surgery to revise the tined lead and is recovering well despite being diagnosed with covid. No further patient complications were noted.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d10: model number/catalog number: 4101, serial number: (B)(6), batch/lot number: ax1t098186, model/catalog description: neurostimulator, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this implanted neurostimulator (ins) fell on their back hitting the implant site. Since the fall, the patient experience stimulation in their hip instead of vaginally like they did prior to the fall. The patient was assisted in decreasing stimulation and advised it to turn down or off if it became painful or bothersome. The neurostimulator was noted to have turned slightly to the side, but the patient had no complaints about ins site pain. The programs and thresholds were retested, and the patient was placed on a new program. The patient noted their symptoms became worse when turning their stimulation back on after an MRI, but not worse than baseline. The patient was reprogrammed again; however, turned the stimulation off as their symptoms were not doing well again. The patient was advised they could try turning the stimulation back on in addition to meeting in the clinic for a lateral x-ray. The patient was seen in the clinic for evaluation of the device due to leg stimulation despite multiple programming changes. Per lateral view of the x-ray, it appears the lead shifted. Additionally, the patient had surgery to revise the tined lead and is recovering well despite being diagnosed with covid. No further patient complications were noted. Additionally, per the rep that was present, the physician did not make any adjustments to the pocket or neurostimulator outside of unplugging the old lead and plugging in a new lead. No post-operative x-ray has been performed or needed as of now.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 4101, serial number: (B)(6), batch/lot number: ax1t098186, model/catalog description: neurostimulator, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of migration and undesired sensations (non-target stimulation area) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block b5 statement.